Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before orthopedic procedure. Some time post filter deployment (date not provided), the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months later, inferior vena cava filter removal was performed. The right internal jugular vein was accessed, and an attempt was made to place a wire into the superior vena cava; however, it appeared to be crossing to the left side. A venogram was performed which demonstrated the superior vena cava to be left sided. The decision was made to abort the procedure and obtain a computerized tomography scan. On the next day, computerized tomography chest, abdomen and pelvis showed that there was an inferior vena cava filter in place with no definite abnormality seen. The superior tip was located approximately 3.0 cm below the renal veins. There was no evidence of thrombus seen. After three years and four months, computerized tomography-abdomen without contrast there was an inferior vena cava filter present. It was situated below the level of the renal veins. It was vertically oriented without significant angulation. Therefore, the investigation is inconclusive for the alleged retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 08/2015), g3 h11: g1, h6(method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with history of deep vein thrombosis and pulmonary embolism with inability to anticoagulated due to pending knee replacement surgery had an inferior vena cava filter deployed in good position with wall apposition. Approximately five months post filter deployment, during scheduled filter retrieval, a attempt was made to place a wire into the superior vena cava; however, the wire appeared to be crossing to the left side. A venogram was performed which demonstrated the superior vena cava to be left sided. The decision was made to complete the procedure and obtain a cta scan. The patient was transferred in stable condition. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five months post filter deployment, an attempt was made to place a wire into the superior vena cava; however, it appeared to be crossing to the left side. A venogram was performed which demonstrated the superior vena cava to be left sided. No attempt was made to retrieve the filter at that point. Therefore, based on the provided medical records, the investigation is inconclusive for the alleged retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before orthopedic procedure. Some time post filter deployment (date not provided), the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.